Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device gave one reading then stopped giving readings. There were no alerts or errors. No product or data was provided for investigation. Problem could not be confirmed and root cause cannot be determined.